Event description:
It was reported that a patient underwent a kyphoplasty procedure at level l3 on (B)(6), 2010. Approximately, two weeks post procedure, the patient was given an epidural steroid injection at level l3. The patient was reported to have a (B)(4). No additional information was reported.

Manufacturer narrative:
Method: device not returned; followed up with company representative.